Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
International customer reported that the device delaminated at the corners after being pushed through the trocar holes in the abdominal wall during implant. The surgeon continued to tack the device in place. No adverse pt consequences were reported.